Event description:
It was reported that the patient present in clinic. It was discovered that the right ventricular (rv) lead exhibited high capture thresholds and high impedance. The physician opted to replace the rv lead, a new lead was successfully implanted. The patient was in stable condition.